Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice machine. This event occurred during patient use. The home patient (hp) was connected to the machine at the time of the alarm and did not disconnect any time prior. The baxter technical service representative (tsr) explained the alarm to the hp. The tsr advised hp to start over with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient involvement and there was no patient injury or medical intervention associated with this event.